Event description:
It was reported that the patient underwent a posterolateral fusion at l5-s1 using bmp2_acs. Subsequently, patient was diagnosed with injuries including ectopic bone growth, inflammatory reactions, osteolysis, and cage migration. No additional information has been provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.